Event description:
It was reported that the physician was unable to communicate with the patient's generator. Physician stated, he had the handheld computer plugged into the wall while in use, which may have caused the issue. No troubleshooting was performed and the patient was no longer in the office to try to check the device again. The cause of the problem cannot be confirmed at this time, however. Attempts for further information have been unsuccessful to date.